Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have tongue mucosa with parts of a granular cell tumor. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have tongue mucosa with parts of a granular cell tumor. The medical intervention that the patient received in response to the event is currently unknown. Despite multiple attempts on 07/07/2022, 07/14/2022/, 07/21/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.